Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283 / 67352, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for thirteen injections. The catheter failed the performance test as per specifications due to system notice (#(B)(4)) indicating that ¿the safety system detected a compromised outer vacuum.¿ dissection and pressure test showed that guide wire lumen kinked on 1.3410 inches from the tip of the catheter. Also pin-to-pin electrical continuity test confirmed that this issue is due to pin one intermittent crimp connection. The catheter failed the performance test due to kink on guide wire lumen and intermittent crimp connection. In conclusion, the balloon catheter failed the returned product inspection due to pin number one intermittent crimp connection ang guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.